Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit retractable power cord is stuck in. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that when they moved the unit from biomed to cath lab after installation, the cardiosave intra-aortic balloon pump (iabp) unit retractable power cord is stuck in. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the unit with cord stuck in and unable to go out. So, the fse opened up the hospital cart and found the cord stuck in the reel. The fse then unhooked it from the reel and the unit was then working fine and returned for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a